Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that fluid was leaking in association with a pd treatment. Fluid was discovered during removing cassette. The patient was not connected during incident. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from between the back of the cassette and little balls that roll. In a follow up, the reporter said moisture was inside the cycler door the next morning after treatment ended. There were no alarms during the treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that fluid was leaking in association with a pd treatment. Fluid was discovered during removing cassette. The patient was not connected during incident. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from between the back of the cassette and little balls that roll. In a follow up, the reporter said moisture was inside the cycler door the next morning after treatment ended. There were no alarms during the treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is not available to return.